Event description:
It was reported that the device was not used on a jacob patient.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the device was suspected of being contaminated with creutzfeldt-jakob disease (cjd). Protein 14-3-3 was detectable at borderline levels in the patients cerebrospinal fluid sample (csf). The laboratory noted that borderline increases in protein 14-3-3 in the csf are sometimes found in early stages of cjd and that such a finding may also be present in rarer subtypes of cjd, which are associated with generally lower levels of protein. Of note, the facility interpreted the patient's lab test to be negative for cjd. Additional information regarding scope testing, reprocessing steps, procedure details and clinical course were requested multiple times but not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide additional information received through follow up (b5) and to provide an update to fields (h3 and h4). The device was evaluated where no abnormalities were found that could have led to the reported event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus provided required information to the user by instructions for use (IFU). Accordingly, there was no worry about product design including IFU and patient infection. Olympus was not able to judge the relationship between the subject device and the event from the following investigation results and a specific root cause of the reported event could not be specified. The event can be prevented by following the instructions for use which state: 1.4 precautions: "prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd) cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd, follow the respective guidelines in your country." Olympus will continue to monitor field performance for this device.